Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 9 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted peri-implantitis, pain, implant mobility and swelling in this patient with poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.